Manufacturer narrative:
The product reported in this report is an exported device not cleared or approved for marketing in the u. S. The complaint is being reported based on this product meeting similar product criteria (similar to v-trak hydrosoft 3d, 510(k): k161367). A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation of the returned coil system found the pusher strain relief damaged, the pusher bodycoil stretched at the transition area, and the proximal connector broken at the proximal end. Furthermore, the implant was returned stretched and broken at the proximal section, separated from the pusher, and stuck within the returned microcatheter. The investigation found the pusher¿s attachment monofilament with a tensile break shape at the tip which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched and broken implant and pusher, but the damage is consistent with the device experiencing forces exceeding the implant and pusher's yield and tensile strength. The microcatheter used in the procedure was found to be flattened at 9cm and 5cm from the distal tip, which may have caused or contributed to the reported complaint.

Event description:
No other information was provided, however the returned device was evaluated. Please see h3, h6 and h11.

Event description:
It was reported: the coil was used as the first coil to embolize an inferior pancreaticoduodenal artery (ipda) aneurysm using an abiliter microcatheter (hi-lex). After the coil was repeatedly pulled from and pushed into the aneurysm, the coil was carefully positioned in the aneurysm. The implant was attempted to be detached, but the implant was not detached. During an attempt to remove the coil for replacement, the implant was unintentionally separated from the pusher. The implant portion was pushed into the aneurysm and was implanted using water pressure. A fragment of the coil concerned was detached in the catheter. It was attempted to be pushed into the aneurysm with water pressure, but it is believed to have remained in the catheter and removed enclosed within the catheter when the catheter was removed. It was unknown which part of the coil that appeared to be a fragment belonged to. The microcatheter was replaced with another microcatheter to continue the procedure. One coil was then implanted, and the procedure was successfully completed with no other patient impact. No other information was provided.

Manufacturer narrative:
The product reported in this report is an exported device not cleared or approved for marketing in the u. S. The complaint is being reported based on this product meeting similar product criteria (similar to v-trak hydrosoft 3d, 510(k): k161367). A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The portion of the device not implanted was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.